Event description:
The user facility reported that the unit was emitting a strong smell that caused operators' eyes to burn. No medical attention was sought or received and no procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and replaced the vacuum pump oil and filters. The technician confirmed the equipment was operating to specification and the unit was returned to service. The unit is not under steris service contract and is currently maintained by the user facility. The reported oil odor may be attributed to high usage of the unit which causes the oil to overheat and volatize, resulting in an odor. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which is occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Headache) with no expected long term effects.